Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Per the expanded evaluation report, the only failure observed was that of the compressor not powering on, which was likely caused by a defect on the circuit board, but the specific source could not be determined. Upon startup, the unit did give a continuous alarm, red warning light, and no output. The compressor was not powering on with the rest of the electronics. The compressor outflow line had been modified and its capacitor was not tie-wrapped in place. The capacitance was slightly below specification but was determined not to be the source of the issue, as the fault condition was not resolved even upon installation of another capacitor that was within specification. Both the 4-way valve and pe valve were properly connected and shifted as they should. Confirmation of the functional valves with a persistent alarm suggested that there was a defect in the circuit board; however, no obvious damage was found. No smoke was observed coming from the fully assembled concentrator or from any of the parts upon testing.

Event description:
The dealer stated it shuts down with 1 red 5 green. The dealer stated he caught the scent of ozone and then he saw some smoke so he shut the unit off.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated it shuts down with 1 red 5 green. The dealer stated he caught the scent of ozone and then he saw some smoke so he shut the unit off.